Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. Section d-4 ( serial number) has been updated based on the returned product. Sensor patch (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor; no issues were observed. The sensor plug was not returned. If the remaining product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported the "metal part of needle got stuck in sensor" after applying a freestyle libre sensor. Customer did not have an alternative means of testing and experienced unspecified symptoms of hyperglycemia. Customer had contact with an hcp, was diagnosed with hyperglycemia and administered insulin (dose/type unknown) and intravenous fluids for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on the customer's report of "february". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the "metal part of needle got stuck in sensor" after applying a freestyle libre sensor. Customer did not have an alternative means of testing and experienced unspecified symptoms of hyperglycemia. Customer had contact with an hcp, was diagnosed with hyperglycemia and administered insulin (dose/ type unknown) and intravenous fluids for treatment. There was no report of death or permanent injury associated with this event.